Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report during the procedure, the clip delivery system (cds) had bubbles that could not be eliminated from the delivery handle. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve but bubbles were noted in the delivery catheter handle. Aspiration attempts to eliminate the air bubbles let to more bubbles. There was no air introduced into the patient. The cds was removed without issue. Two clips were implanted reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported leak was not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak cannot be determined in this complaint. There is no indication of a product quality issue with respect to manufacture, design or labeling.